Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device malposition. Left cylinder did not erode to the skin, but only through the tunica. There was an impending erosion of the left cylinder, but the device was functioning. No adverse patient effects.